Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. If further information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Edwards has identified that this is a duplicate event for which MFR #2015691-2015-00541 was submitted.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an unknown implant duration. The reason for re-operation was due to aortic stenosis. The patient was listed as extubated in great condition post-operatively. No additional details provided.